Manufacturer narrative:
A review of the device history records indicated that the device lot met all manufacturing and sterilization acceptance criteria. The source of the wound dehiscence on the patients' right breast cannot be determined based upon the information provided, however a post-op seroma and/or hematoma which may have inhibited tissue integration into the scaffold cannot be ruled out. The patient requested her operative report from her physician however, only a partial report was obtained, with no detail related to the right breast. The patients' attempt to obtain the full report was unsuccessful. Due to insufficient information it could not be determined if the scaffold was fixated appropriately. It is inconclusive if the device caused or contributed to the adverse event.

Event description:
The patient underwent surgery in (B)(6) 2019 for mastopexy, bilateral implant exchange (330 cc implants) and use of galaform 3d for soft tissue support. The patient tolerated the procedure well and there were no intraoperative complications. Post-operatively, the patient stated that the right breast did not feel appropriate, and that the breast was not symmetrical with the left. At 2.5 weeks post-op, the patient experienced bruising and palpability of a hardened area on the lateral aspect of right breast adjacent to the right underarm. The patient received ultrasound treatments to reduce swelling. Four days after the treatments she was prescribed oral antibiotics for 4 weeks for an infection which resolved. The patient informed her surgeon that she felt the repair on her right breast may have changed. Upon resuming physical activity (basic exercise), the aforementioned area on the right breast incision opened, with fluid and bleeding ((B)(6) 2019). The patients' initial surgeon suggested that she consult another surgeon. The patient arranged to have an appointment with another surgeon after a planned vacation. On vacation, the incision opened and implant/scaffold became exposed through an approximate 3 x 2 cm opening. The patient was admitted on (B)(6) 2020 to a hospital for emergency surgery. The surgeon removed the right breast implant/scaffold, and primarily closed the skin.